Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a user workflow issue". System was shutting down improperly, the system was losing power. Software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version#:4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that while acquiring scans from the system, a bed attachment fell on the inner gantry cover of the system. Clinical specialist (cs) reported that the ground shook in the hospital to cause this issue to occur. Cs reported the pendant displayed collision zone and then mobile viewing station (mvs) turned off. Cs reported a 5 minute delay and they were able to proceed. This issue occurred intraoperatively. There was no reported impact on patient outcome.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that unable to duplicate issues reported. Completed system checkout and verified system operation. Return to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , version #: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.